Event description:
During a cosmetic laser procedure the laser delivery fiber broke laser energy ignited the operator's dress resulting in a burn on the leg. The operator's burn on the leg could result in a scar.